Event description:
Customer reports their adc device "exploded" and is "sticking out of the back of the sensor." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no damage or evidence of explosion was observed was observed. The sensor plug is properly seated and observed bent sharp stuck inside sensor patch and sensor plug assembly. An extended investigation was conducted. Performed a visual inspection on the returned puck and a bend needle was observed; however the bend needle did not contributed to customer compaint. Removed the bent needle and sensor plug and performed visual inspection but observed no issues.the returned sensor puck was de-cased and performed visual inspection on the pcba (printed circuit board assembly) ; no issues were observed. Sensor was reprogrammed and activated. Performed a source measure unit (smu) test and observed the returned puck to have electrical current and temperature values within specification, indicating no accuracy issues were present in the returned puck and that the puck's thermistor was fully functional. Observed the returned puck's poise voltage values within specification, indicating no issues with electrical signal lines integral to the glucose reading process.the puck¿s battery produces a voltage that is insufficient to produce an electric shock or to cause an explosion. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. In addition the DHR for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device "exploded" and is "sticking out of the back of the sensor." There was no report of death, serious injury, or mistreatment associated with this event.